Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 26mm transcatheter valve was implanted inside the 25mm valve with no complications. Patient transferred to recovery.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b7, d1, d4, d6, g5. D4. UDI number: (B)(4).

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a2, a4, b5, b7, h6.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted in mitral position underwent valve-in-valve procedure due to severe mitral stenosis and regurgitation. Post-operatively the patient was transferred to pacu. The patient became hypoxemic. Patient could not be extubated and was transferred to the intensive care unit. Patient was discharged on post-operative day two (2) in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: added additional h6 conclusion code.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.